Event description:
It was reported that the reported battery gave a power switch on the controller unit from port one to port two, although the charge was over twenty five percent. Log files are available because the patient was at home. There was no effect on the patient. The pump remains implanted. It was reported that the battery was returned and was received for evaluation on (B)(4) 2015.

Manufacturer narrative:
It was reported that the battery gave a power switch on the controller unit from port one to port two, although the charge was over twenty five percent (25%). Log files are not available because the patient was at home. There was no effect on the patient. The pump remains implanted. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the device passing functional testing with analysis and without related log files, no conclusion can be made regarding the cause of the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 9 of 117.